Manufacturer narrative:
The suspect device will not be returning for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that while attempting vascular access for a routine av fistulagram procedure, the hub of the 7f sheath introducer/dilator detached while attempting to acquire vascular access via "seldinger technique". No patient injury to report. The sheath was exchanged for a new one and the procedure was successfully completed for the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.